Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during first inflation below the nominal pressure, the balloon ruptured. The device was removed and completed that procedure with a different device. There were no patient complications reported.